Event description:
A report was received that the ipg had shifted and charging was difficult. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was reportedly doing well postoperatively.